Event description:
It was reported that during an unspecified spinal surgery, the micropituitary's jaw broke, but nothing was left in the patient.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.